Event description:
In 2005, the physician successfully placed a tapered xact stent in the left internal carotid artery (ica) common carotid artery (cca) after deployment of a 6.0mm embolished and dilatation of the artery using a maverick balloon. Post dilation was done using an aviator balloon. This procedure reduced the stenosis from 99% to 0%. Patient was discharged from the hospital in 11/2005 without further complications. 12/2005 patient presented to ER with sudden blindness associated with blood pressure of 216/102. Patient was hospitalized 12/19/200005 with hyperglycemia, cranial CT showed acute hemorrhage (see b6). Hypertension was controlled with clonidine, toprol. Norvasc and accupril. Serum glucose was controlled with insulin, patient regained some visual field but visual acuity remained poor. Patient discharged from the hospital 12/30/2005.